Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The lot number on the received device is mk658103. A visual inspection was performed on the subject device noted there was tissue build-up on the jaw and teflon pad. The teflon pad was noted to be melted at the mid-section with a small split on the side but still intact, no missing fragments, and no metal was exposed. The probe completely broke off and missing. The missing portion of the probe measured approximately 16mm in length. The remaining portion of the probe at the proximal end was measured approximately 3mm in length. The device was then attached to the olympus generators and the device failed the probe check with error code u509. Error u509 is a ultrasonic level error which may possible be caused by hard tissue is grasped, excessive load applied to the distal end, transducer cable connection issue or malfunction, probe damage/malfunction and or ultrasonic generator malfunction. In addition, both switches are functional. The wiper movement, the consistency of movement of the handle and jaw, handle load is normal and the rotations of the knob torque are normal. The cause of the reported event could not be conclusively determined as the concomitant equipment was not returned with the device for evaluation.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on the information reported, the most probable cause of the reported event could be attributed to operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe unit. ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.¿

Event description:
Olympus was informed that the probe broke off the device and fell into the patient during a total laparoscopic hysterectomy (tlh) and colpectomy procedure. During the colpectomy, the user tried to get the probe under the patients tissue and tent up to avoid melting of the uterine manipulator cup, however, rotating the device and pushing forward caused torsion and torque resulting in the reported event. The probe was removed from the patient with no issues. The colpectomy was completed using an unspecified monopolar hook. The tlh procedure was completed using a similar device. No patient injury was reported.